Event description:
It was reported that the patient died on (B)(6) 2012, from unknown causes. The patient had a refill the day before and there was a concern that the pump may have had the incorrect dosage in it. The patient had an endoscopy and colonoscopy on (B)(6), and died "1- 1/2" hours after the procedures. It was noted an autopsy was completed on either (B)(6) 2012, but the results were not available as of the date of this report. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report.

Event description:
The patient laid down for a nap around 1500 hours on (B)(6) 2012 and was feeling nauseous. At 1700 hours, his wife woke up and found the patient unresponsive. 911 was called and cardiopulmonary resuscitation was attempted until emergency medical services arrived and the patient and death was confirmed approximately 20 minutes later.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's physician's office was notified by the patient's wife that the patient had passed away. The physician's office had not received any information about cause of death. The patient's last refill was on (B)(6), 2012, and the pump was filled with morphine sulfate, 25 mg/ml, and a dose of 8.014 mg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient died as a result of a dilated cardiomyopathy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type catheter. (B)(4).